Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty and frequent ipg charging. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted ipg was not returned.